Event description:
The report stated that the ligasure precise handpiece was in use during an open thyroidectomy operation, in conjunction with a ligasure system generator. The generator was set at the max setting, 5 bars of power, but the length of the sealing cycles were not consistent. The surgeon reported that the handpiece was fully ratcheted for each sealing cycle. Sometimes thin tissue would require a longer time to seal than thicker tissue did. Also, the tissues after complete sealing cycles would still bleed. The surgeon switched to sutures and diathermy to finish the case.

Manufacturer narrative:
Date of initial report: 04/09/2008. The incident ligasure precise handpiece has been received and is under evaluation. When the device eval is complete a follow-up report will be submitted. The incident ligasure system generator has reportedly been used a few times since this incident with no further issues. It is not being returned for eval.